Event description:
I have used a soclean 2 for a number of years. Last month, my CPAP machine stopped working and needed to be replaced. It was four years old, which I believe is less than its expected life. I am concerned that perhaps the ozone generated by the soclean device and passing through my CPAP might have damaged it. I also understand that my CPAP had been recalled due to deterioration of some internal foam. I also wonder, if so, this also might be related to the use of ozone for sanitizing the CPAP machine (respironics dreamstation). Re: if I still have the product. I have the soclean machine but not the dreamstation CPAP machine. FDA safety report ID# (B)(4).